Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels when the pump battery was 10% or lower. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.